Event description:
It was reported to medtronic neurosurgery that the physician has had five pts with severe reactions to durepair.

Manufacturer narrative:
The product has not been returned to the MFR. Therefore an eval of the device was not possible. A review of the mfg records was not possible as no lot number was provided. The initial reporter has not responded to requests for more info regarding the events. It is unk if the device is still implanted in the pt. It is unk if ancillary products were used with the durepair. The event dates of the reactions of the five pts are unk.